Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found on the display screen inside the pump. A leak was found in the battery compartment. The pump powered up to a blank display. The pump cover was removed to find further moisture corrosion on the internal components. The power complaint was unable to be completely investigated due to the blank display.